Event description:
Event cccurred in germany. On (B)(6) 2022 , customer received discrepant low triage sob troponin I result vs external lab troponin t result for patient 2. Patient 2 is a male born on (B)(6) and received a stent in the hospital. Customer states that the patient was symptomatic and was sent to the hospital based off the lab result.

Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated during in-house testing of retained devces of lot number t12984n. Retains of the complaint lot were tested with a positive calibrator, no issues with tni recovery were observed. Lot performed within specification. Manufacturing batch records for lot t12984n were reviewed and found that the lot met final release specifications. Based on the information available, there is no indication of a product deficiency and no correction action is required.